Event description:
Revision occurred approximately 8 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at the implant site. A 40 mm + 9 135/145 standard humeral cup was explanted. This item was replaced with a 40 mm + 9 135/145 stability humeral cup and a 9 mm spacer.

Manufacturer narrative:
Revision occurred after 8 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.